Event description:
The advocate stated between 11:00am and noon, her mother became unconscious while sitting on the couch. An ambulance was called and the paramedic took her blood glucose test. The reading was 36mg/dl. They gave her glucose injections and the customer became conscious. She was taken to the ER and discharged from the hospital that evening. Further information regarding the incident was not provided. The advocate was advised to returned the test strips for evaluation. New meter and strips were sent to the customer.